Manufacturer narrative:
This report is being submitted to provide medical safety/clinical review and to correct information provided in a previously submitted MDR corrected information: section b2 ¿ outcome previously reported as death. This has been removed. H1 ¿ type of reportable event previously reported as death. Updated to serious injury. H6 ¿ health effect ¿ clinical code e2343 (hemodynamic instability) has been added. H6 ¿ health effect ¿ impact code f02 (death) was previously reported. This impact code has now been removed. 6. Medical device problem code a0404 (crack) has been added. Medical safety/clinical review: medical safety/clinical reviewed the event. Patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp for mechanical circulatory support (mcs). The event describes a crack in the purge arm resulting in a leak. The pump ran on performance level p-9 with motor current in range (986/823/888mmhg). A different impella cp device was successfully inserted. Patient's pulmonary condition worsened and withdrawal of care was decided with the physician and family. In this case, the patient's underlying condition most likely contributed to the demise outcome. Regarding the impella cp pump 2, the physician reported that the impella cp pump 2 was running well, presenting no issues. However, conservatively, the death will be reported as the impella cp pump 2 was in use at the time of expiration. Note: h6 investigation type/findings/conclusion remain unchanged. Related medical device reports: this impella cp (pump 1) device report is one of two devices associated with the event. Following internal review, a new complaint and MDR have been generated for pump 2 (impella cp). Refer to the related manufacturer report number as noted in section h10 for the medical device report on the pump 2 impella cp.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the purge-arm was broken, between the filter and the purge-reservoir and the fluid drops out. The patient's pulmonary condition worsened, and the impella ran without problems. The doctoe reported that the impella was running well, presenting no issues. Withdrawal of care was decided with the doctor and family.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Product damage (purge sidearm crack): the product was not returned and cause of the issue was not established. Purge leak-pump/low purge pressure: the cause of the issue was not established as no product or images were returned. Purge pressure high: the cause of the issue was not established as no product or logs were returned. Device history review: the device passed all post sterile inspection checks. Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly.